Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. All operating currents were within specification. The insulin pump was monitored and no blank display or reset error alarm was noted. No constant tone was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer pressed the escape button and the insulin pump alarmed for a reset error. The customer removed the battery and put it back in to restart. The only way the customer was able to stop the high pitched noise was to remove the battery. The blood glucose reading was 500 mg/dl. The insulin pump was not stored or out of use for an extended period of time. The customer did report that the insulin pump screen was scratched. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.